Event description:
It was reported that during testing by the field service technician at the user facility, the device was leaking an unk substance. There was no pt involvement and no adverse consequences alleged with this event.